Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was seeing the poor communication screen on their patient programmer for a couple of days ((B)(6) 2019), however they stated that their recharger was charging fine. It was indicated that the patient was using an antenna with the patient programmer. It was confirmed that the antenna was secured and was synced with the ins. However, this did not resolve the issue. It was reviewed to place the patient programmer directly over the ins and sync with it, but the poor communication screen still did not resolve. It was reported that the recharger wasn't able to communicate with the ins while on the call either (event date (B)(6) 2019). Patient services had the caller try the recharger again. It was reported that the patient hasn't been feeling stimulation and they wanted to turn it back on. Patient services had them do an antenna locate feature and a por screen was seen (event date (B)(6) 2019). The patient continued charging and were redirected to follow-up with their healthcare provider (hcp). It was reported that it had been a couple of days ((B)(6) 2019) since the patient last felt stimulation. The patient¿s last successful charge session was a couple of days ago as well. It was reviewed the importance of keeping the ins charged to maintain their therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they met with a manufacturer representative (rep) to recharge the battery in their back and program the stimulator to resolve the poor communication screen, being unable to communication/recharge the ins, not feeling the stimulation and the por screen. The cause of these issues were related to the por screen and it was reported that they notified the rep. The issues had been resolved. The patient weighed (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient¿s battery was overdischarged due to patient complaint. The rep performed a physician mode recharge. The issue was resolved. No further complications were reported.